Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: the visual analysis of the returned device identified, an opening on the anterior side assessed, as surgical damage. And one opening in posterior side assessed, as surgical damage. Additional observations: creases and stress marks are observed assessed, as non-penetrating nick.

Event description:
Healthcare professional reported, left side rupture. The device has been explanted.

Event description:
Device has been explanted and replaced.